Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, high capture threshold resulting in a loss of capture and low sensing was noted on right ventricular (rv) lead. X-ray was performed and revealed a lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.